Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, implanted: (B)(6) 2001, product type: extension. Product ID neu_unknown_ext, implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported patient's leads had to be removed and replaced because something was wrong with the insulation. The patient had the device for interstitial cystitis (ic) pain, urgency and frequency. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.